Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that two days after being admitted to the hospital, the patient was found to have a sputum scab in the tracheotomy cannula. The cannula was replaced according to the doctor's instructions, and the process went smoothly. The following day, it was found that the suction joint on the capsule had automatically fallen off, resulting in the inability to suck out the secretions on the sac. The product was replaced with a new one. There was patient involvement, and no patient harm/adverse event reported.